Manufacturer narrative:
This report is filed, march 3, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics (date and duration not reported). The implanted device remains.